Event description:
20-gauge bd insyte autoguard IV angio catheter "crumpled" when placing the IV after the stylet was removed and while advancing the catheter into the vein. The defective IV cath was removed and a new IV placed. No patient harm occurred.